Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. No unexpected warning symbol time frame noted. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip, belt clip slot and minor scratches on display window.

Event description:
It is reported that the patient's sensor insulin pump displayed a motor error. The patient's blood glucose level was 126mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.